Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for tilt and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that sometime post vena cava filter deployment the filter tilted and had multiple struts perforating the inferior vena cava with struts adjacent to the duodenum, aorta, and spine. There were no reported attempts to retrieve the filter. The status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, the filter tilted and had multiple struts perforating the inferior vena cava with struts adjacent to the duodenum, aorta, and spine. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
: Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, four months of post deployment, on computed tomography of the abdomen and pelvis without contrast revealed there was a filling defect in the inferior vena cava above the filter, which was fairly sharply defined and suspicious for thrombus above the filter. Around, eleven years and eleven months later, computed tomography of the abdomen and pelvis without contrast revealed the filter was placed below the level of the renal veins. The tips of the upper and lower legs extend beyond the wall of the inferior vena cava. The proximal tip of the filter was located slightly eccentrically in the inferior vena cava and there was 11 degrees tilt off the longitudinal/vertical axis of the inferior vena cava. The tips of the metallic arms were migrated through the inferior vena caval wall lie adjacent to the third portion the duodenum, aorta and lumbar spine. No evidence of bowel or vessel perforation. The patient reportedly experienced abdominal pain. After, three months and eight days, computed tomography angiography of coronary artery revealed multiple nonocclusive filling defects are noted in both lower lobe sub segmental pulmonary artery branches. Nonocclusive sub segmental emboli in both lower lobe pulmonary artery branches. After, four days, computed tomography of the abdomen and pelvis without contrast showed the filter tines project through the inferior vena cava wall. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). However, the investigation for unconfirmed for filter tilt, as the medical records states that "the proximal tip of the filter was located slightly eccentrically in the inferior vena cava and there was 11 degrees tilt off the longitudinal/vertical axis of the inferior vena cava". Additionally, it can be confirmed that the patient experienced pe post deployment and thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.